Event description:
Related manufacturer report number: 2017865-2023-13097. It was reported prior to generator change out that the implantable cardioverter defibrillator exhibited far-field oversensing on the atrial lead. The device was explanted and replaced. The atrial lead was left installed and will continue to be monitored. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported field event of oversensing could not be confirmed in the lab. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.